Event description:
Caller reported a malfunction on pump, which did not lead to any impact on blood glucose levels as it did not exceed 500 mg/dl. Customer, assisted by technical support, performed a pump reset and planned to load a new cartridge independently. The same malfunction did not recur post-reset, and customer was advised to continue using the pump and contact technical support if any issues arise again.